Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the gantry would not open during a case. The peak kilovoltage (kvp) and other digits were flickering between different numbers, and the pendant would go back and forth between displaying radiation enabled and disabled. The site switched between imaging modes (2d to 3d) and this did not resolve. The issue seemed to be intermittent. No known impact to patient outcome. There was a surgical delay of less than one hour. Troubleshooting was performed, the site docked the system and the gantry was able to be opened.

Manufacturer narrative:
(H3,h6): replaced the pendant and the hand switch. Updated pendant firmware. Verified all buttons on both the pendant and hand switch work. Completed system checkout. System was fully functional at this time. H2-3) the hand switch was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint, install hand switch into test system. System booted and readied several times. Multiple 2d and 3d images were successful and store buttons functioned as expected. No fault found while under test. H2-3) the pendant was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported issue. Pendant passed visual inspection. Install pendant on test system. The system and pendant booted and readied. Perform 2d and 3d imaging successfully. All pendant keys functions actuated correctly. Cable were stretched and stressed. No functional problem found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi 71000529rpend, serial/lot #: (B)(6); product ID: bi71000194: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.